Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device reportedly delivered a shock during an ablation procedure. The physician claimed to have programmed the device off; however, a shock was still delivered. Technical services was called for comments but stated they would need device history to confirm if shock had been delivered and to review the programming status during that time. No further information was received and no resulting adverse effects were reported.